Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4298-88 lead, implanted: (B)(6) 2014; 0293 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the patient developed an infection and endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.